Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated as it was likely caused by proximity to the MRI magnet. Periodic maintenance including calibration, burn-in and functional testing was performed in order to rule-out damage due to exposure to MRI magnet. The unit was returned to the end user after it tested within specifications.

Event description:
Pt was being supported by an impact eagle ii portable critical care ventilator system while in the hospital MRI suite when the user reported the ventilator alarmed and ceased ventilating the pt. The pt was manually ventilated while the ventilator was turned off and on again and it resumed normal function. In discussion with the user, it is likely that the ventilator had been moved closer to the MRI magnet than recommended in the product labeling. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the pt was ventilated using manual back-up equipment. We have submitted this as a serious injury event because back-up ventilation equipment was necessary to preclude permanent impairment or damage due to the device shut-down.